Event description:
Boston scientific received information that this patient's home monitoring system transmitted that a low, out-of-range (oor), shock lead impedance for this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system was detected. Device evaluation was done, and the field representative was unable to reproduce any issues and the check was normal. The patient noted that on the day the oor impedance was detected, she had electrical stimulation therapy on her left shoulder over a ten minute period; this was being performed due to shoulder pain. The field representative discussed with the physician the potential that the oor measurement was caused by electromagnetic interference (emi) due to the electrical stimulation or that it could be the start of a lead issue. At this time the physician elected continued monitoring with the home remote system, and the patient was to document the dates she has electrical stimulation therapy. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.